Manufacturer narrative:
The manufacturer previously reported service required alarm conditions indicating charging issues were observed. The device's internal battery, power supply and system board were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The pil technician states the internal battery cell voltages were inadequate. The device's system board and power supply were found to function as designed. The components were scrapped.

Event description:
A customer requested preventive maintenance be done on a trilogy evo device. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. Service required alarm conditions indicating charging issues were observed. The device's internal battery, power supply and system board were replaced to address the issue. Additionally, the device's flow sensor was found to be contaminated with dirt and was replaced to address the issue.